Event description:
Needle breakage. Complaint alleges needle broke in the pt's rectus muscle. Complaint alleges incident required x-ray localization, extended surgical time and add'l incision to retrieve needle.